Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). No service was requested by the customer. We have not received any logs or any parts for our investigation. The biomed was told by our tech support to check the patient circuit, expiratory filter, expiratory cassette, alarm limits and ventilator settings. There was no follow up call from the customer after the tech support communication. We have not received any new reported issue regarding the same event. The root cause of the reported event cannot be found due to lack of information.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for high pressure. There was no patient harm. (B)(4).